Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient can only feel stim on left side. They also said when they change programs they need to take one left step forward to feel it. Patient continued to complain of left side pain and that the stim will not work unless they take one step to the left. Patient is not getting any symptom relief from any of the programs. The patient does not report any issues. This is post op, patient was just implanted on (B)(6) 2026. The patient is also complaining of pain and being sore at implant site. Patient was advised that when they switches programs to give it 24 hours to settle before they try another program. Patient has also been referred back to her hcp to have implant checked.